Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup operation. The patient had not undergone any surgical procedures and was not exposed to industrial environments. The device remained implanted and the patient would be monitored.